Event description:
It was reported that patient underwent a bilateral hip procedure on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Implant date ¿ unknown. Explant date ¿ unknown. 510k number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision may occur. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.